Manufacturer narrative:
(B)(4).

Event description:
Hold for irene. Missing data. Ng 6/13/2012. The customer complained about precipitates in biotestcell a1 and b and weak false positive reaction in reverse typing. The customer had returned the supposedly defective product for quality control but not the pt sample that had caused false positive results. Our quality control laboratory re-tested the supposedly defective product with different samples of several blood groups. All samples reacted correctly positive and negative. We did not observe any false positive reactions. During visual control of the supposedly defective product, we observed the white precipitation the customer had reported. A microscopical eval of the white precipitates showed crystals. These crystals might have misdirected our customer during eval of the negative results although the white crystals can be distinguished very clearly from small agglutinates of red cells.